Event description:
It was reported that resistance was felt when filling two different cartridges during the load sequence. Customer changed the cartridge for the third time and was able to resolve the issue. Customer¿s blood glucose level ranged from 126-145 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.